Event description:
Consumer complaint of about blood result reading "lo". Last 5 results in memory were "lo", 86mg/dl, 91mg/dl, 126mg/dl, 102mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer complaint of about blood result reading "lo." Last 5 results in memory were "lo", 86mg/dl, 91mg/dl, 126mg/dl, 102mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).